Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital with several episodes of vt. Intermittent undersensing was observed on the device. Programming changes were made. Patient was stable before, during and after the procedure.